Manufacturer narrative:
The reported event of lead fracture was confirmed. As received, visual inspection of the returned lead found a kink, damage on the outer tubing and 2 internal wires broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use. The reported event of lead migration cannot be confirmed by lab analysis alone.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-03992. Related manufacturer reference number: 1627487-2020-03994. It was reported that patient experienced ineffective therapy since implant. Diagnostics showed high impedance on the l4 lead. X-rays revealed that the leads had migrated. As such, surgical intervention took place on (B)(6) 2020 where in the leads were explanted and 2 new leads were implanted to address the issue. During the procedure it was noted that the l4 lead was fractured. Reportedly, effective therapy was achieved post operatively.